Manufacturer narrative:
Concomitant products: addrl1 ipg, (B)(6) 2014.

Event description:
It was reported that the patient had weakness and an irregular heart rate. It was further reported that the right ventricular (rv) lead had intermittent loss of capture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.